Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Sales rep reported patient was revised for instability so everything was explanted and stryker revision components were re-implanted.